Event description:
It was reported that one or both of the filters would not retrieve. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement(tavr) procedure. At an unknown point during the procedure one or both of the filters would not retrieve. Another device was used to complete the procedure.